Event description:
The customer's mother called to report that the pod initiated a hazard alarm after a meal bolus was administered. Her daughter experienced high bg's (greater than 300 mg/dl) while wearing this pod and will return it for eval.

Manufacturer narrative:
The returned product eval confirmed an internal leak, which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.